Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet got stuck in the left ventricular and was damaged during maneuvers. The left ventricular lead was not used and was replaced. The patient experienced no consequences.